Event description:
The tracheobronchial wallstent was implanted in the pt in an incorrect position. The physician attempted to adjust the stent using forceps and inadvertently fractured the stent. The pt was taken to the or and the stent was successfully removed.